Manufacturer narrative:
Literature events: piotr gabryel, magdalena roszak, piotr skrzypczak, anna gabryel dominika zieli ´nska, magdalena sielewicz, alessio campisi, mariusz kasprzyk and cezary piwkowski identification of factors related to the quality of lymphadenectomy for lung cancer: secondary analysis of prospective randomized trial data piotr gabryel 2023 mdpi journal of clinical medicine - j. Clin. Med. 2023, 12, 3780. Https://doi.org/10.3390/jcm12113780 received: 3 april 2023 / revised: 19 may 2023/ accepted: 29 may 2023/ published: 31 may 2023 identification of factors related to the quality of lymphadenectomy for lung cancer: secondary analysis of prospective randomized trial data. J. Clin. Med. 2023, 12, 3780. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the literature, a study aimed to evaluate the impact of different energy devices on lymphadenectomy quality in patients who underwent thoracoscopic lobectomy with lymphadenectomy for non-small cell lung cancer between may 2018 and june 2021. Ligasure or a competitor monopolar electrosurgical device was used for the dissection of tissues and lymphadenectomy. There were 190 patients in the study and 96 patients were in the ligasure group. One patient in the ligasure group developed chylothorax. Readmission was reported but the reason for readmission was not specified. Other complications that were not related to the device included: prolonged air leak, residual air space, atrial fibrillation, and pulmonary complications. The author states that some thermal spread may still occur with use of ligasure and standard safety precautions must be followed to avoid damaging adjacent structures.